Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014, at 10:30. During drain cycle four the home patient (hp) drained 3609ml with a largest prescribed fill volume of 2200ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The report of an increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was one or more cycles advanced to the next fill when a slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.